Event description:
A caller reported a malfunction on the pump with a malfunction code displayed as malf 12, and no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump and agreed to send a replacement pump with updated software. The caller was advised to continue using the current pump and to contact a healthcare provider for backup therapy. Technical support confirmed the shipping address and instructed the caller to return the defective pump within 10 days using the provided return box and pre-paid label. The caller understood and acknowledged the steps and instructions provided.